Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot numbers. There was no non-conformances recorded in the lot histories. (B)(4). Additional information for device #2: model # hsk-3038, lot # 25049876 and expiration date 01/31/2013.

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were cracked after loading the devices. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question.